Event description:
It was reported that during the rectum procedure, the two jaws were not aligned and it was impossible to close it properly with a good alignment of the pin. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2023. D4: batch # 467c57. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with no apparent damage and along with a reload inside a plastic bag. The ledge of the lockout showed indentation. The device was tested for functionality with the returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. It is possible that an attempt was made to close the device with a reload not properly loaded or with a spend reload, this condition would lock the device giving the impression that the device will not close. The echelon contour¿ curved cutter is designed with a feature that prevents closure if a used reload, no reload, or an incorrectly inserted reload is in the instrument. The used or misloaded reload module should then be replaced with a new reload or, if no reload was present, a reload should be loaded in the instrument. After following the above steps, any device which does not close either partially or completely should not be used. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event of "damaged tissue retaining pin", the instructions for use do contain the following caution: depress the release button to ensure the instrument is in the open position. Ensure that the retaining pin actuator has been retracted. Load the device with the appropriate reload by aligning the reload with the device. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload (staple retainer still in place) is properly aligned, push the reload into the instrument until it is fully seated. Check that the reload is held securely within the jaws. The user may notice audible and/or tactile feedback when the echelon contour¿ curved cutter reload is correctly seated. A manufacturing record evaluation was performed for the finished device batch number 467c57, and no non-conformance's were identified.